Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was confirmed and reproduced during on-site product evaluation. The root cause was identified as depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct reported condition.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is 5.09.90, categorized as remediated.